Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 225cc saline prosthesis, catalog #3501630, lot #6009425. (B)(6). On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. White material was observed within the device and on the shell surface. During visual examination of the device, the product evaluation (pe) team observed a rent on the posterior view measuring 12.0 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white material observed. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent breast augmentation with a mentor smooth round moderate profile 225cc saline prostheses. The final fill volume of the prostheses was 225ccs. Bilateral deflation was diagnosed through ultrasound post procedure. As a result, device replacement with a mentor smooth round moderate profile 175cc saline prostheses was performed on (B)(6) 2018. This medwatch report is for the right breast prosthesis.